Manufacturer narrative:
Submit date: 10/16/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a scd sleeve. The customer states that the sleeves were placed on the patient and the patient obtained a deep tissue injury on the lower leg. There was no medical intervention required and the sleeves were removed as a result. The patient is deceased, however it was not related to the scd product. The customer further stated that the patient did not have surgery during this admission, but did have a colonoscopy. The patient did have skin integrity issues and a deep tissue injury was found on the top of her leg underneath the scd sleeve. The wound could not be graded and it was purple in color. The patient did not have any coagulation issues that she was aware of. The events leading up to the patient death as well as the actual cause of death are unknown.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed as the complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the dfmea was reviewed in order to identify the possible root causes for the failure skin irritation. The following potential causes were identified ether in the pfmea or in addition to this document. Sleeve material too rough for patient, improper material selection, sleeve material not biocompatible, sleeve does not provide adequate comfort, patient is allergic to material and/or user misuse. With the available information, it is not possible to confirm the true root cause for this issue. Corrective actions were not required. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. In addition to cytotoxicity and biocompatibility testing of the product and manufacturing environment respectively. This complaint will be used for tracking and trending purposes.